Event description:
The MFR rep reported the pt began experiencing a loss of tremor control and return of symptoms. In early 2008, reprogramming was attempted with no significant positive results. Impedance checks showed a possible open circuit, however, no specific impedance values were reported. The pt was able to manipulate impedances on some combinations by adjusting the position of their head. The pt was taken to surgery for surgical troubleshooting of the ipg and extension. Intraoperative testing with the pt asleep yielded no better results of tremor control or impedances. The pt was scheduled for a second or date on the following month, with plans for the pt to be awake and a frame available for possible lead replacement. On the day of the second surgery, it was discovered, while using intraoperative fluoroscopy, that the lead was broken. The lead was replaced using microelectrode recording and intraoperative exam/stimulation without incident. The pt recovered without sequela and has a return of efficacy and symptom control.